Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as the cannula not properly seated, the valve not engaged, or the pump not paused during the exchange; overpressure can occur.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/12/2025, a sales representative reported via sems-07123836 that the lavage sent an overpressure of fluid when switching canulas via the ar-6410 main pump tubing during a shoulder scope. There was some distention from the surgical site, but the patient was not adversely affected.